Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and their blood glucose value was of 470 mg/dl. Customer alleging possible insulin pump under delivery because she was slept and did not ate anything before the high blood glucose event. Customer reported that customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as slight headache. The customer was treated with bolus. The insulin pump and reservoir will not be returned for analysis.